Event description:
The customer contacted baxter's service center regarding assistance ending therapy which occurred on the homechoice (hc) during fill 2 of 5. The care giver (cg) stated that the connection to the heater bag became unscrewed. The technical service representative (tsr) assisted to end therapy. The cg was to notify the patient's peritoneal dialysis registered nurse, and would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the home patient on (B)(4) 2012. She stated that she did not notice anything unusual about the supplies that could have caused the disconnection. There were no samples available, and she did not recall the lot. She stated that the bag that fell off was a 6l green bag. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).